Event description:
A malfunction was reported on the pump, with caller assistance provided to reset it. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. After resetting the pump, the malfunction code did not recur, and the customer could continue using the pump. Technical support instructed the caller to reach out again if the malfunction reappeared, and the caller acknowledged this guidance.